Manufacturer narrative:
Philips service replaced the 452230028523 - pfs272 powertray fru, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that m-cabinet power supply failure; system not booting on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.